Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately thirty four months after a mid left anterior descending artery (mlad) stenting procedure with one 2.5 x 08mm xience v stent, the patient experienced angina. The patient underwent percutaneous coronary revascularization balloon angioplasty on (B)(6) 2011 in the index target lesion. The patient's condition resolved on (B)(6) 2011. There was no adverse patient sequela. Though requested, there was no additional information provided.